Event description:
It was reported that at the implant, placing the two MRI leads in the cephalic vein caused difficulty maneuvering the leads and introducers due to the vein tightness. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.